Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: method of use- posology: use of the supplied 30g 1/2¿ needle is recommended. However, depending on the medical practitioner¿s preferred injection technique, it is possible to use a 25g, 27g or 30g sterile cannula (please refer to the list hereunder). Choice of cannula length is determined by the user according to his/her injection technique. For lip indication, the use of 25g cannula (please refer to the list below) is not recommended. Juvéderm® volift¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe as shown in fig. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. If the needle cap is positioned as shown in fig. It is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. And pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
A patient was injected with juvéderm® volift¿ in the lower face and the "needle came off, product blew out." No injuries reported.

Event description:
A patient was injected with juvéderm® volift¿ in the lower face and the "needle came off, product blew out." No injuries reported.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level."